Event description:
It was reported by the customer, when the catheter was inserted, it was observed that liquid was leaking between the y connection and the catheter. The catheter was kept in use, but leaking medicine and serum, so the device had to be changed. No impact to the patient. Leaking occurs below the suture wings, towards the catheter extension. The device was inspected before use. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr d/l powerpicc was returned for evaluation. Functional testing of the catheter revealed a leak along the tubing of the purple lumen of the device. Characteristics of the split were observed to be related to damage caused by a sharp instrument. A review of the manufacture quality and inspection records for the implicated product batch likewise indicated no potentially related issues related to product manufacture, assembly, and packaging. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, when the catheter was inserted, it was observed that liquid was leaking between the y connection and the catheter. The catheter was kept in use, but leaking medicine and serum, so the device had to be changed. No impact to the patient. Leaking occurs below the suture wings, towards the catheter extension. The device was inspected before use. No other information was provided.